Event description:
It was reported that following a power surge caused by a lightning strike, the phone cord and power adapter of the patient transmitter exhibited charring and smelled burned. The unit was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.